Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in china that before a meniscal repair procedure on (B)(6) 2022, it was observed that the plate on the truespan meniscal repair system peek 24 degree device was missing upon opening its packaging. Another like device was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The device was not received with its entire packaging. Visual inspection revealed that the implants and suture were not received along with the device. The sleeve was damage, it was slightly ripped. A manufacturing record evaluation was performed for the finished device lot number: 8l67882, and no nonconformances were identified. Based on the condition of the device received, this complaint cannot be confirmed. A manufacturing investigation was performed; as a result, an in-process control has been performed on 9 parts chosen randomly by a certified operator and have been inspected also per tm-tme0091, pic-vs121, picvse0028, 103249724; the result of this process check is successful, none of the 9 parts were non-conformed. A training verification has been performed at the moment in the production where the issue could have occurred. Every employee has completed the training for the processes. The potential occurrence of having a missing step is unreasonable to expect this will be noticed for product code 228152 has been evaluated with 1. Effect of having a missing step has been evaluated in the wi-6474 rev23 by combining probality and severity levels. 0 complaints received over 228152 parts produced since 2016. With a ratio of (B)(4) and is ranking 1 ( improbable and negligeable). This risk is acceptable. Knowing that there is a 100% visual inspection on the visual aspect of the pouch and on the visual aspect of the box, plus knowing that the manufacturer does have additional inspection performed to guarantee that none of this issue happens in the manufacturing process, we can conclude that it is highly improbable these defects were generated during the manufacturing process. There are 100% control: and the manufacturer could not assemble with a faulty anchor. A defective anchor is identified if there is one during the 100% inspection; and cannot assemble without an implant or a missing component. Finally, 100% controls are in place at every stage of production based on the above, it is confirmed that the manufacturing process has been performed according to the validated processes. The root cause is not manufacturing related. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, no implants were along with the suture. No anomalies could see in the gun. A manufacturing record evaluation was performed for the finished device lot number: 8l67882, and no nonconformances were identified. Based on the photo, this complaint can be confirmed. The photo does not provide enough evidence to determine root cause. Without physical evaluation, we cannot define a root cause. A manufacturing investigation was performed; as a result, an in-process control has been performed on 9 parts chosen randomly by a certified operator and have been inspected also per tm-tme0091, pic-vs121, picvse0028, 103249724; the result of this process check is successful, none of the 9 parts were non-conformed. A training verification has been performed at the moment in the production where the issue could have occurred. Every employee has completed the training for the processes. The potential occurrence of having a missing step is unreasonable to expect this will be noticed for product code 228152 has been evaluated with 1. Effect of having a missing step has been evaluated in the wi-6474 rev23 by combining probability and severity levels. 0 complaints received over 228152 parts produced since 2016. With a ratio of 0.000 % < 0.02% and is ranking 1 (= improbable and negligeable). This risk is acceptable. Knowing that there is a 100% visual inspection on the visual aspect of the pouch and on the visual aspect of the box, plus knowing that the manufacturer does have additional inspection performed to guarantee that none of this issue happens in the manufacturing process, we can conclude that it is highly improbable these defects were generated during the manufacturing process. There are 100% control: and the manufacturer could not assemble with a faulty anchor. A defective anchor is identified if there is one during the 100% inspection; and cannot assemble without an implant or a missing component. Finally, 100% controls are in place at every stage of production based on the above, it is confirmed that the manufacturing process has been performed according to the validated processes. The root cause is not manufacturing related. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.